Event description:
On (B)(6) 2023 an echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 20mm hg. Readings were observed under the manufacturer's patient care network database.